Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer wanted to get assistance with their insulin pump settings after going high up to 420 mg/dl at the time of the incident. The customer stated they treated their high blood glucose reading with the insulin pump. No troubleshooting was performed because the customer stated they will meet with their healthcare provider and they might try new medications. Nothing will be replaced or returned.